Manufacturer narrative:
510(k): k212323. Investigation evaluation: the product said to be involved was returned in a biohazard bag and open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the device in a coiled position and one clip jaw was missing. The missing clip jaw was not included in the return. Upon further inspection under visual magnification, it could be seen that one clip jaw and stylet wires were missing, however the nitinol strip was still present. A function test was not possible, due to the condition of the device. The customer¿s complaint that the clip prematurely deployed in the endoscope is mostly likely the jaw falling off. The device was returned to the supplier for further evaluation and the following was provided, "upon reception of the device a visual evaluation was performed. It was confirmed that one of the jaws, and stylet wires were missing from the device. The housing was still attached to the cath attach and coil cath. Nitinol strip was in position properly. There were no additional visual discrepancies found on the device. Functional evaluation was limited to observation of the remaining jaw. The handle was actuated and the jaw was able to open and close fully. The stylet wire consistently bottomed out and traveled along the restricted path. It was decided not to place the device in the torturous path as a precaution not to accidentally pre-deploy the device or cause any further issues. The stated complaint for jaw falling off the device is confirmed. Root cause for the jaw falling off cannot be determined with the information gathered. Furthermore, all devices are checked for ability to open and close and undergo 100% manual tug tests at the two-tab bender station." The device history record for (B)(6) was reviewed. (B)(6) was manufactured december 2022. There were relevant defects noted in the manufacturing/fqc checklists. The device history record for the lot number said to be involved was reviewed. Nonconformances that could potentially be related to the complaint were contained in the associated DHR. The nonconformance documentation supports the affected device(s) were dispositioned appropriately prior to release of this lot. There is no evidence nonconforming product was released for distribution. In an effort to heighten awareness of the potential connection of the customers report to the current manufacturing processes production personnel were notified. Investigation conclusion: our laboratory evaluation of the device confirmed the report. The supplier provided the following, "root cause could not be determined. A review of the device history record was conducted and any relevant defects have been noted. The visual evaluation of the device confirmed there were one jaw attached to the device. Functional evaluation of the device was not conducted due to the condition of the device. Per the complaint, the jaws were attached to the device prior to use. The root cause of the jaws coming off is unknown. All devices are inspected prior to being packaged and shipped." Prior to distribution, all instinct plus endoscopic clipping device are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed the devices released and distributed met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook instinct plus endoscopic clipping device. It was reported that they put the clip down the scope. The physician then decided they did not need it. They pulled the scope with device in it and the clip fell out into the patient's mouth [clip deployed during passage through working channel]. The procedure was completed successfully. The device was received on 29jan2024 with a missing clip jaw. Quality engineering determined during evaluation that the customer¿s complaint that the clip prematurely deployed in the endoscope was mostly likely the jaw falling off. The clip was successfully retrieved. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.